Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on battery power. Physio reseated all pcb connections and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Customer reported that the device would not power on. There was no report of patient involvement with the incident.